Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water testing were performed with no issues noted. The sample was connected to a secondary medication set and priming was performed, with no issues noted. Functional testing was also performed, with no issues noted. A 24-hour simulated therapy was performed, no issues noted. A psi water referee back pressure test was performed, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set was leaking at the y-site of the tpn (total parenteral nutrition) filter. This issue was identified during tpn infusion. The tubing was changed and new fluids were ordered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.